Manufacturer narrative:
(B)(4). The reported description of this complaint notes that the pt monitor fell. No pt injury was reported. Philips has not yet received any info indicating any involvement of or failure of a philips mounting solution. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description of this complaint notes that the pt monitor fell. No pt injury was reported.